Event description:
It was reported that during priming for use of this intravascular administration set on (B)(6) 2013, there was a leak discovered at the manifold filter. The leaked fluid was saline used for priming. There was no impact to the pt. The device was returned to the manufacturer for analysis on (B)(6) 2013. No further information is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.